Event description:
The customer reported being hospitalized due to high blood glucose of over 430mg/dl. The customer stated that she was feeling dizzy and sore. The customer stated that she was sweating and then she was cold. Troubleshooting was performed. The programming, time, and date were correct. Reviewed the alarm history and found several low reservoir alarms. Performed a fixed prime and high pressure test and the tests passed. The customer's most recent glucose reading was 235mg/dl. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.